Manufacturer narrative:
Follow-up received on 18-may-2016 quality-safety evaluation of ptc: ptc global number (B)(4). Lot number a02555 (production date: apr-2012; expiration date apr-2015). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this is a medically confirmed spontaneous case report that refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 and had essure removed 2 months later due to pain. This pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause pain and that there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a adult (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. On (B)(6) 2013, essure was removed due to pain. Follow-up received on 29-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up received on 04-apr-2016: essure model (ess305) and lot (a02555) number were received. Company causality comment: this is a medically confirmed spontaneous case report that refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 and had essure removed (B)(6) months later due to pain. This pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause pain and that there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. Updated technical analysis is expected (lot number provided).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs